Event description:
Emt was pushing stretcher bar down. Bar "snapped up" hitting him in right side chest area.

Manufacturer narrative:
Product is scheduled for return to MFR for inspection and failure analysis.